Event description:
It was reported via a home monitoring alert for daily shock impedance less than 25 ohms. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.